Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported the insulin pump was not giving him the correct amount from the bolus wizard. The customer stated he would put in 70 carbohydrates units and would receive 7 units of insulin for the bolus. The customer provided bolus history and details. Based on the data, customer was advised there was not enough data to show the insulin pump was working incorrectly and customer had not entered 70 carbohydrates on each entry, so it would not be the same. Customer was advised to monitor the issue.